Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor glucose was 70 mg/dl and blood glucose was 370 mg/dl. Sensor glucose and blood glucose were more than 30% different. After troubleshooting, customer was advised the sensors will be replaced. Customer agreed to return the sensors for analysis.